Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that this device was explanted as it declared a 1003 code indicative of voltage too low for remaining capacity. As surgical intervention was necessary to resolve the issue, this is considered a serious injury. No additional adverse patient effects were reported.

Event description:
It was reported that this device was explanted as it declared a 1003 code indicative of voltage too low for remaining capacity. The device was returned and analyzed no additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Patient code 3191 was used to capture patient going through surgical intervention to explant the device.